Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the orange indicator showing psu status was flashing. Even though tracking passive frame and active frame was attempted, there was no reaction. There was no patient involved.